Event description:
Info received indicates the right head siderail is not locking.

Manufacturer narrative:
The tech found the latch block was getting jammed due to debris build up. He cleaned the latch block and lubricated the latch assembly to repair the bed.